Event description:
A pharmacist called for the customer indicating variable blood glucose test results. For example, a result of 450 mg/dl was immediately followed by 360 mg/dl and 179 mg/dl. These erratic results, if acted upon, could be clinically significant. An offer was made to check the performance of the meter, but the customer did not have the requisite supplies. It was also learned that the customer had been using excel off brand reagent strips. Bayer does not provide or support the use of off brand reagent. The requisite supplies were sent to the customer.